Event description:
Reporter noted posterior capsule tear occurred during phaco. Anterior vitrectomy performed, implanted iol in sulcus. First day post-op, noted iol was dislocated and referred pt to retinal specialist. Pt has history of pseudoexfoliation and the zonules were very weak.